Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, bleeding continued. When the device was removed, the clip was found to be deployed in the locator wings. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.

Event description:
It was reported that these products did not pass the inspection for (B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed with all components in their proper post clip deployment positions. The locator wings were fully collapsed and the exchange sheath was fully slit. There were no abnormal observations to suggest that the clip might have been captured at the distal-end of the device; therefore, the reported product experience could not be confirmed. Based on the investigation findings, the device performed according to specification. A root cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.